Event description:
Article published in foot and ankle surgery, (B)(6) 2010, pgs 25 - 27 talks about the survivorship of the bioaction mpj arthroplasty for hallux rigidus, 5 yr f/u. Study includes 14 pts treated by the same doctor. Based on the 5 yr f/u, the implants showed radiographic signs of loosening and in two pts implant removal and arthrodesis was performed for increasing toe pain at 61 and 63 months respectively. The study states the implants were placed using a medial approach and that no bone cement was used. The IFU clearly states that the approach should be dorsal, and that the implants are for cemented use only.

Manufacturer narrative:
Doctor failed to use product in accordance with IFU. Doctor did not use bone cement and used different approach than recommended. Implant is for cemented use only. Implants not returned to company. No medical files available. This is info extracted from a published journal article.